Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow instructions. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) irregular movement and shaft bend. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium; however, due to the contorted anatomy, positioning was difficult. The m-knob was turned to 4 oclock, but was very medial. The cds was curved more than 90 degrees in an attempt to position the device. There was tension on the cds and the shaft became bent with a permanent curve. The cds was continued to be used. Grasping was performed, but the mean gradient increased from 2 to 12mmhg due to the approach caused by the bend. The clip was not deployed and gradient returned to baseline. The cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to 1-2. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported clip delivery system (cds) was curved more than 90 degrees to position the device. It should be noted that the mitraclip nt instructions for use states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. All available information was investigated and the reported difficulty positioning the cds (sleeve steering issue) appears to be related to the patient morphology/pathology (contorted anatomy). The dc shaft bend was a result of curving the cds more than 90 degrees, resulted in excessive tension and permanently curved the dc shaft. There is no indication of a product quality issue with respect to manufacture, design, or labeling.